Event description:
It was reported that a patient, male, underwent an atrial fibrillation (afib) procedure with an ep-shuttle rf generator system ¿ 100w, suffered an esophageal fistula, which required a cardiac/gastro surgery intervention. The patient¿s medical history is unknown. This patient had an atrial fibrillation (afib) procedure on (B)(6) 2014 was hospitalized with symptoms associated with an atrio-esophageal fistula which started on (B)(6) 2014. The atrio-esophageal fistula was confirmed while performing the corrective surgery. The prognosis was reserved however, it was stated that there were positive signals of recovery. The patient required hospitalization. No further information is known regarding the patients status. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
Evaluation summary: (B)(4)it was reported that a patient, male, underwent an atrial fibrillation (afib) procedure with an ep-shuttle rf generator system ¿ 100w, suffered an esophageal fistula, which required a cardiac/gastro surgery intervention. The patient¿s medical history is unknown. This patient had an atrial fibrillation (afib) procedure on (B)(6) 2014 was hospitalized with symptoms associated with an atrio-esophageal fistula which started on (B)(6) 2014. The atrio-esophageal fistula was confirmed while performing the corrective surgery. The prognosis was reserved however, it was stated that there were positive signals of recovery. The patient required hospitalization. No further information is known regarding the patients status. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Follow-up was performed and the device was not sent for repair. Service was declined. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: carto 3 system; model #: unknown; serial #: unknown. (B)(4).